Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was off. A technical support specialist (tss) dialed the station and followed knowledge article device "time is incorrect", "time is incorrect on console or station - -correct time manually" and performed checks using the command shell. The time zone was verified and found to be pst, and the system time was updated to the current time using the time command. An email was sent to the customer for verification, and the case was closed from the tsc side.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the time was off, which located on 166-pcu. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.